Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was conformed and they found the unit plugged in and charging. A system checkout was performed and the system is working as intended. The cord was returned to the manufacturer for evaluation. After visual/physical examination the reported issue could not be confirmed. Visual inspection showed that the cable assembly was returned without the outlet plug on the end of the cable. Cable damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site was preparing for a case they plugged the mobile view station (mvs) in and saw a spark and the system shut off and would not power back on. They disconnected the power and umbilical and rebooted without success. The fuses seemed to be not blown. The site was determined that the power plug may be the issue. When the power cord was moved around at the right angle, it loses connection. They replaced the plug with a hospital grade plug so it can be used. Both navigation and imaging were aborted causing was less than an hour delay in the procedure. No impact on patient outcome.